Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224trk ICD, implanted: (B)(6) 2009; 419688 lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had dislodged and was no longer affixed in the atrium. The lead exhibited undersensing of p-waves. It was further reported that the patient experienced phrenic nerve stimulation. The lead was capped and replaced. No patient complications have been reported as a result of this event.